Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on (B)(6) 2020. Lot 177124: (B)(4) items manufactured and released on 5-sep-2018. Expiration date: 2023-01-25. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager scratches and signs of femoral extraction, signs of osteointergration on proximal stem. It is not possible to establish a certain root cause.

Event description:
Revision surgery performed after 1 year and 5 months after the primary due to tight pain. The stem was fixed, osteointegration on the metaphysical part and no osteointegration on the distal part. Now the stem was also implanted with a varus inclination and the distal tip was pushing against the cortical wall of the femur. The stem was a std size 5 and was fairly easily removed with the extraction set. It was installed cemented quadra-c and put some cerclage wire on the great trochanter and below the lesser trochanter.